Event description:
It was reported that during the litholapaxy procedure, the black end that connects the fiber to the laser became hot and fiber fell off while unscrewing it from the console. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
The device was discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews endure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber separated from connector and fiber overheating of device or device component was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during the litholapaxy procedure, the black end that connects the fiber to the laser became hot and fiber fell off while unscrewing it from the console. The procedure was completed with a second fiber without patient complications.